Event description:
Healthcare professional reported "exchange with no complaint against the device". Later, healthcare professional reported "capsular contracture". This record is for the right side. Device was explanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: - capsular contracture: unable to observe. As per the investigation procedure, creases, wear abrasion, non-penetrating nicks and opening were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data:d4, d.9., h.3., h4, h.6.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Healthcare professional reported "exchange with no complaint against the device". Later, healthcare professional reported "capsular contracture". This record is for the right side. Device was explanted.